Event description:
Information was received that a customer with a smiths medical cadd-legacy 1400 pump, had delivery accuracy and experienced dyskinesia's and was 'not doing well. Followup information from the customer states the patient is doing better at this time and feels that it is more of a dosing issue than the pump, but they are trying a new pump just in case. No further adverse patient effects were reported.